Event description:
Procedure type: unk. Acording to the reporter: as the surgeon opened the clasp of the collar to secure down on the foam collar the pin fell out making the locking mechanism ineffective and the instrument unusable. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported. No patient information was provided due to hospital privacy policies.